Event description:
It was reported that prior to starting a da vinci si procedure the pk dissecting forceps instrument was not recognized by the system. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed frayed pitch cable at the distal clevis hub. No damage was found at the clevis. No other cable damage was found. The electrical continuity passed. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.